Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one in.pact av access balloon was used to treat the in cannulation zone of the left arm. Approximately 3 months post procedure the patient suffered from juxta anastomotic stenosis of the brachiobasilic avf which was treated with medication and a pci. The pci was performed in the anastomosis of the left arm using a non mdt balloon. The patient recovered. The cec adjudicated the event as a clinically driven tlr intervention. The cec adjudicated the event as related to the study device and not related to the procedure. The site had commented that the treatment area is not within the target lesion of the index procedure. The cec commented that they adjudicated the event as related to the study device and as a tlr intervention because "as per core laboratory analysis, the subject did have revascularization of the target lesion. Maybe the indication was outside of the lesion, but the target lesion was touched during the procedure. This would be the reasoning for the cec adjudication¿.